Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. The patient reported they were having issues with their system, it was not doing its job. They had misplaced their patient programmer so they were unable to reset to the therapy page to take a reading or make adjustments. No patient symptoms were reported.